Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. There was no report or indication of patient injury or medical intervention. Therefore, the event is not considered serious. Reportedly, the tubing track shim was missing. The objective of the shim is to ensure that the tubing is properly compressed by the door, thereby reducing the risk of free flow if the tubing is not properly occluded when the door is shut. A missing tubing track shim does not render the pump unusable; the device can still power up and deliver medication. Hence there is risk of free flow when there is missing tubing track shim. The harm associated with free flow of fluid into and out of the patient's systemic circulation is directly related to the medication administered. The likelihood that free flow would lead to death or serious injury is very low, while the most likely consequences are estimated to include temporary impairment not requiring intervention, or negligible harm. The reported condition was verified. The device was found out of specification in relation to the reported tubing track shim missing, which was reproduced during evaluation. Visual inspection found the cause was a missing direction of flow label. The direction of flow label was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump tubing track shim missing. There was no known patient injury or medical intervention associated with this event. No additional information is available.